Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the OEM, the endoscope was exposed to a temperature greater than 82 degrees celsius/179.6 degrees fahrenheit as shown by internal temperature indicator which resulted in damaged hermetic seals, fluid invasion and subsequent damage to complete optical system. One distal window was observed to be lost. The da vinci s surgical system user's manual specifically states: pre-operative inspection - use care when handling the endoscope to prevent damage to the internal lens. Working with the endoscope at the patient side - the operator must ensure that the endoscope is handled with great care, as the instrument is very delicate and can be easily broken if dropped or struck. Instrument and accessories cleaning and sterilization - exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on the distal windows and never clean with sharp objects or instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; a missing lens, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that one lens was lost on the endoscope. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however no further information could be provided.